Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. The customer declined service - no further action. No further evaluation of the device is required.

Event description:
(B)(6) results were obtained for a patient sample and confirmed once using the advia centaur confirmatory assay. The patient result was reported to the physician as (B)(6). The result was questioned since the patient was tested in (B)(6) and the result was nonreactive. The patient was redrawn and tested a few weeks later. The result was nonreactive. A corrected report was issued. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.